Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 24 mmol/l. Customer reported that the insulin pump had replace battery alert. The customer stated they did not receive low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert without a low battery warning. The insulin pump will not be returned for analysis.